Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) speaker. The cse performed extended self-testing on the device and all performed tests passed.

Event description:
It was reported that while in use on a patient, the ventilator generated an error message. The clinical staff reported that a visual alarm was present however, they do not recall if there was an audible alarm. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm there is no report of death or serious injury associated with this event.